Manufacturer narrative:
The manufacturing location was documented as (B)(4) on the initial report. It has been updated as (B)(4). The device returned to manufacturer was documented as feb 18, 2016 on the initial report. It has been updated as feb 2, 2016. Device evaluation: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was noted that the device failed pre-repair diagnostic tests for the off/osc/on switch mode function, oscillation angle, the triggers and electric control unit (ecu) function, switching function, compatibility between colibri/sbd and colibri ii/sbd ii, function with electric pen drive (epd)-console, and power at the motor with test bench. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the small battery drive device motor seized, was running rough and had no function. It was noted on the service order that the device became hot and did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.